Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3389, product type: lead. Product ID: 3389, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shocking sensation related to the high impedance.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Event occurred in the (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance after a fall. The patient fell on their burr hole cover. Both of the patient's leads will be replaced. There were no symptoms reported. No further complications were reported or anticipated.